Manufacturer narrative:
Concomitant products: product ID 37746, serial # (B)(4), product type programmer, patient; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37754, serial # (B)(4), product type recharger. (B)(4).

Event description:
Additional information received reported that the patient did not have concerns with their device or therapy. It was stated that the patient received assistance from their healthcare professional (hcp) or manufacturer¿s representative in (B)(6) 2014 and their concerns were resolved.

Event description:
It was reported that the display was showing the ¿call your doctor¿ icon and that there was a power on reset (por) condition. It was noted that the patient was not able to adjust stimulation. It was further reported that the recharger for the stimulator did not work and the patient started getting a por on the day prior to the report. It was noted that the patient was getting the por on the programmer and the recharger. The por was reportedly cleared and that resolved the issue. It was noted that the patient was able to clear the por and charge. Additional information has been requested but was not available as of the date of this report.